Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone # (B)(6) reporter phone #(B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event, fault found during preventative maintenance (pm). There was no adverse event reported.

Manufacturer narrative:
The field support engineer tested the device, results of the functional testing indicate that the speaker produced no sound, the speaker was defective. The speaker was replaced. The device was operational after repairs were completed.